Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal follow up, undersensing ventricular fibrillation and low r-wave amplitude were observed on the right ventricular (rv) lead. Lead revision was mentioned. The patient was stable.